Event description:
I have had multiple sinus infections recently from unknown origins. I was beginning to think that my CPAP may be the culprit, but I. Depend on it to sleep at night so I have continued to utilize it. Upon learning of the recall on my machine, I believe this may be the cause. FDA safety report ID# (B)(4).